Event description:
Account reports one patient reported a rash on the skin near the groshong catheter following the notification of the recall. Patient was seen by physician and was diagnosed with a fungal infection that required topical antifungal medication to cure. No further patient injury or incident was reported. Account also notes this patient has multiple medical problems.